Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind. Device received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The troubleshooting was performed for pump error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.